Manufacturer narrative:
B5 describe event or problem - updated; f10 patient codes - updated.

Event description:
It was reported that hypotension and cardiac arrest occurred. The native aortic annulus was 22.4mm in diameter with no calcification. An oversized valve was selected due to the lack of calcium. When the 25mm lotus edge valve was advanced across the native valve, the patient lost pressure. The lotus edge valve was retracted back into the ascending aorta and transthoracic echocardiogram (tte) was used to look for an effusion. No effusion was detected. During this time pressure continued to fall and eventually the heart rate stopped. The physicians suspect that the lotus edge valve may have pinned one of the native leaflets, which significantly increased aortic regurgitation. Cardiopulmonary resuscitation (CPR) was performed for about 2-3 mins and medications were administered. The lotus edge valve was deployed as CPR was being administered. The patient's heart rate returned approximately 20 seconds after valve deployment. The patient stabilized. Repositions were performed in accordance with the instructions for use (IFU) and the final result was good. The patient had full ventricular function when assessed by tte after the case. It was further reported that in (B)(6) 2019, ischemic stroke occurred.

Event description:
It was reported that hypotension and cardiac arrest occurred. The native aortic annulus was 22.4mm in diameter with no calcification. An oversized valve was selected due to the lack of calcium. When the 25mm lotus edge valve was advanced across the native valve, the patient lost pressure. The lotus edge valve was retracted back into ascending aorta and transthoracic echocardiogram (tte) was used to look for an effusion. No effusion was detected. During this time pressure continued to fall and eventually the heart rate stopped. The physicians suspect that the lotus edge valve may have pinned one of the native leaflets which significantly increased aortic regurgitation. Cardiopulmonary resuscitation (CPR) was performed for about 2-3 mins and medications were administered. The lotus edge valve was deployed as CPR was being administered. The patient's heart rate returned approximately 20 seconds after valve deployment. The patient stabilized. Repositions were performed in accordance with the directions for use and the final result was good. The patient had full ventricular function when assessed by tte after the case.